Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Failure analysis was unable to verify missing segments/partial display due to blank display. Moisture was also found on the motor assembly. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4)

Event description:
The customer reported via phone call that they had a partial display. The customer stated they were unable to see the battery icon on the main screen. The customer's blood glucose was unknown. The customer also reported the insulin pump had a blank display when the battery was changed. The customer stated the insulin pump was not bumped or dropped. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.